Event description:
Pt had left total hip arthroplasty in late 2001. Revision surgery performed after 79 months due to broken stem/neck pin in 2008. It was reported that the case went well.

Manufacturer narrative:
Additional omni implant explanted: neck, long 50, cat# 200610, lot# 022, mfg 4/6/2000, exp 5/30/2002.